Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported approximately three weeks after injection with one syringe of juvederm ultra plus xc in the lips that a patient experienced massive swelling and 8 or 9 granulomas/hard lumps/nodules. The injecting physician treated the patient with wydase on three days approximately one month post juvederm injection which was reported as to both hasten the resolution of symptoms and prevent worsening of the symptoms that may lead to permanent damage. The injecting office reports that the swelling has "mostly resolved" and that the "granulomas persist" but are "resolving." Further follow up in progress.